Manufacturer narrative:
PMA/510(k) #: p050017 s002 and s003. The complaint information reported was as follows: "the stent broke in half in the catheter delivery system and was delivered into the artery in half. Half of the stent ended up intended artery and the other half ended up in another artery. The stent broke in half circumferentially. Both implanted stent halves were open and there were no blood flow problems." Additional information was provided as follows: "stent was prepped as usual as per the IFU. There were no problems upon deployment however in a post-deployment shot it was noted that there were no proximal crowns on the stent that was properly deployed into the sfa. When we looked superior to the stent, we noticed four crowns in the common femoral artery. It was at that point that we realized that half of the stent landed in the common femoral artery. This half of the stent had to be surgically removed in a subsequent procedure." There was no ziv5-18-125-6-80 (zilver) device of lot c936335 in stock at the time of the investigation. The zilver device involved in this complaint was not returned for evaluation. Images were requested but were not available. With the information provided a document based investigation was carried out. It was confirmed that no issues were noted during stent deployment and stent fracture was observed post-deployment. The device was not returned for evaluation, images were not provided and the actual use conditions cannot be replicated in the laboratory. We are unable to conclusively determine the cause of this complaint. Prior to distribution all ziv5-18-125-6-80 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for ziv5-18-125-6-80 device of lot number c936335 revealed no discrepancies related to this complaint issue. As per instruction for use that accompanies this device stent fracture is noted as a potential adverse event associated with the placement of this device. There were no known adverse effects to the patient due to this issue. The fractured section of stent in the common femoral artery was successfully removed by surgery. The customer complaint was confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The cook ziler stent was prepped as usual according to the instructions for use. There were no problems upon deployment. In a post deployment shot it was noted there were no proximal crowns on the stent that was properly deployed into the sfa. Superior to the stent four crowns were noticed in the common femoral artery. The cook zilver stent had broke in half in the catheter delivery system and was delivered into the artery in half. Half of the stent ended up in the intended artery and the other half ended up in another artery (common femoral artery). The stent broke in half circumferentially. Both implanted stent halves were open and there were no blood flow problems. The half of the fractured stent in the common femoral artery was surgically removed in a subsequent procedure.